Event description:
A report was received that the patient had a severe fever. The patient was reportedly prescribed antibiotics and was doing well after the treatment.

Manufacturer narrative:
Patient weight not available. Device remained in patient. Additional suspect device components involved in the event. Model: sc-2138-50 description: linear lead (phase iiia), 50 cm model: sc-2138-50 description: linear lead (phase iiia), 50 cm model: sc-3138-35 description: lead extension, 35cm (phase iii) model: sc-3138-35 description: lead extension, 35cm (phase iii) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.